Manufacturer narrative:
The tech found that the casters were worn. The tech replaced the worn casters to repair the bed.

Event description:
Info received indicates when the brakes were engaged, the casters did not hold.